Event description:
User facility voluntary medwatch rec'd which stated: "pt receiving morphine 100mg/100ml ns drip at 5 ml/hr (hospira brand morphine sulfate 25mg/ml 4ml single dose add-vantage vial in 100ml hospira ns advantage bag). At some point, infusion pump rate was changed in error to 100ml/hr. Pt rec'd approx 40ml out of a 100 ml bag. Pt became unresponsive. Morphine was stopped & a rapid response code was called. Naloxone 0.4 mg was given with no response by the pt. After 5 min, a second dose of naloxone 0.4 mg was given & the pt then became alert & oriented x3." Upon further query, the following info was provided that indicated an operator error in programming the device, which resulted in the pt receiving more medication than intended. At 1000, channel 2 of the device was programmed to deliver morphine 100 mg/100 ml, at a rate of 5 ml/hr, with a 100 ml vtbi (volume to be infused and the delivery was started. At 1117, the nurse noted that channel 2 was delivering at a rate of 100 ml/hr instead of the intended rate of 5 ml/hr. At that time, the nurse reported the pt was "unresponsive". A code was called and the pt was treated with 2 doses of narcan 0.4 ml. It was reported that the pt "opened his eyes" but the respirations were "labored". The pt was given 2 add'l doses of narcan 0.4 ml & became "responsive". There were no reported adverse pt sequelae. The device was removed from clinical svc. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. The device history was downloaded at the mfg facility. A review of the device history found on 08/26/2008 at 1812, line a of channel 2 was programmed in the ml/hr mode with a rate of 5.0 ml/hr with a volume to be infused (vtbi) of 95 ml and the delivery was started. On two days later at 0709, line a of channel 2 was reprogrammed to deliver in the ml/hr mode at a rate of 100 ml/hr with a vtbi of 98 ml and the delivery was started. At 0713, the delivery was stopped and within the same minute, the delivery was restarted. At 0743, the delivery was stopped and at 0748, the device was powered off. Review of the device history indicates that the device delivered as programmed.